Event description:
The patient reported that she experienced pain with her pump and that it had failed 3 years ago. At the time, the patient went to the emergency room, the pump was drained, and the patient was treated with oral morphine. The pump remained implanted, but was not used. The patient stated she was seeing another hcp in 2007 to see about removing the pump. The hcp reported that the patient had a seroma and that a pump myelogram was done in 2005 which showed that the patient's catheter was occluded. The hcp stated that they had not seen the patient since approx two months earlier. See manufacturer's report number: 2182207-2007-04401. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.